Event description:
It was reported that while using the bd preset¿ eclipse¿ that the wall of the tube was broken. No impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 23-apr-2024. H.6 investigation summary : material #: 364389. Lot/batch #: 2300935. Bd received 1 sample and 1 photo for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for cracked barrel was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6) hospital of traditional chinese medicine. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that the wall of the tube was broken. No impact reported.